Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy of more than 30 units. The fill estimate displayed was 26 units, while the expected fill was 260 units. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer loaded a new cartridge. Customer service instructed the caller to reach out again for troubleshooting if the issue reoccurred, and the caller acknowledged this advice.